Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer removed the insulin pump and treated with a manual injection forty five minutes before her admission. Troubleshooting was performed. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found a button error alarm. The customer was unsure if she pressed the buttons. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm the button error alarm. The device had a scratched display window and broken reservoir tube lip.